Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: stylet: stylet was bent and there was ball tip deformation.

Event description:
It was reported that during lead implant, and prior to the stylet being inserted into the lead, a defect in the tip knob was noted. The stylet was not used, and the rest of the stylets in the lead kit were fine. No patient complications have been reported as a result of the event.